Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model unk biopsy instrument allegedly experienced difficult to remove. This information was received from one source. This malfunction involved all patients with no consequences. The age and weight of female patients was not provided.